Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was advised to make sure that everything was zeroed and if ventilator still fails that the data acquisition (da) printed circuit board (pcb) or flow sensor may be faulty. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It reported that the ventilator was failing the oxygen (o2) flow accuracy test with low reading. There was no patient involvement.